Manufacturer narrative:
The lead is expected to be returned. When the lead is returned, it will be analyzed. This report will be updated upon completion from analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted but not implanted due to tortuous venous anatomy, which was constricting the lead. The lead was removed and then replaced with a second lead that passed easily through the subclavian vein. The attempted lead appeared to have a damaged helix. The lead was never tested electrically. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stretched. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the tip collar proximal side. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.